Event description:
It was reported that customer had excessive no delivery alarms. Customer's blood glucose was 270 mg/dl. Customer advised that site was a little red, but not a problem. Customer was educated on tape and proper care. Customer was able to troubleshoot for no delivery due to visiting a family member in the hospital. Customer was advised that sample set would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.